Event description:
It was reported via clinical study that the 60 yo male patient experienced aseptic loosening total knee arthroplasty. The subject has failed conservative management after l tka (B)(6) 2017 to include nsaids, physical therapy, steroid injection, assistive devices and life style modifications. Due to worsening pain, deteriorating range of motion, progressive deformity, and significant interference with function the only option for pain control and functional restoration is total knee replacement revision. The patient was revised on (B)(6) 2019. The outcome is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of loosening and loss of range of motion. The reported loosening and loss of range of motion could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.